Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath air was continuously pulled through the sheath during aspiration. During the procedure aspirations had been performed with catheters inside the sheath 4 times after catheters were inserted or exchanged. During the fifth such aspiration air kept being aspirated into the flush port. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath has been received for analysis.

Manufacturer narrative:
Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to component failure' to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath air was continuously pulled through the sheath during aspiration. During the procedure aspirations had been performed with catheters inside the sheath 4 times after catheters were inserted or exchanged. During the fifth such aspiration air kept being aspirated into the flush port. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.